Event description:
International affiliate reports the microsensor probe would not zero out after insertion. A second sensor was used with the same result. Finally a third sensor was successfully placed and pt monitoring begun. A delay in the procedure greater than 30 minutes resulted from the difficulty.